Event description:
It was reported that the patient had issues with power cable disconnect alarms. The patient exchanged battery clips at the end of march. The account thought that the battery clip exchange resolved the issue. The patient began having issues again on (B)(6) 2021 and reported to clinic on (B)(6) 2021. Batteries and battery clips are new and clean. The patient had connect to power alarms 3 to 4 times per hour. The patient stated that this did not occur while connected to the mobile power unit (mpu). Tapping the controller or wiggling the power cables on the controller seemed to resolve the alarm. The patient reported that the half moon alarm light was primarily lit on the black side but occasionally on the white side. Once the patient saw both sides lit. The account confirmed multiple power cable disconnects and power disconnect alarms on vad interrogation. Log files were provided. The account was considering exchanging the controller. A review of the log file noted multiple power cable disconnect alarms while the patient was on battery power. The alarm appeared more often on the black cable side. Technical support recommended that the account exchange the controller since the battery clips had already been exchanged.

Manufacturer narrative:
Section a4: multiple attempts were made to obtain patient weight; however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of an unexpected power cable disconnect alarm was confirmed with the data retrieved from the returned system controller (serial # hsc-087828). The log file captured intermittent power cable disconnect alarm events that did not indicate a power source exchange. According to the voltage values, there was an intermittent loss of the battery fuel gauge voltage value when the system was supported on 14v battery power. The returned system controller was functionally tested using laboratory equipment. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop, while connected to the power module via a power module patient cable, without any notable event captured in the history event screen. Electrical measurements of the underlying wires did not reveal any short, severed, or conductor breakdown condition that could potentially be related. A root cause of the unexpected power cable disconnected alarm event captured in the log file could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller was shipped to the customer on 21sep2020. Heartmate 3 patient handbook, rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use, rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.